Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient, implanted with a paradym dr ICD was transferred to the hospital due to ventricular tachycardia (vt) on (B)(6) 2020. The patient received medicine for the vt and improved. An interrogation was performed with the subject orchestra plus programmer, but the episode corresponding to the delivered shock was not available. On (B)(6) 2020, an interrogation was performed with a smarttouch programmer and the episode was available.

Event description:
Reportedly, the patient, implanted with a paradym dr ICD was transferred to the hospital due to ventricular tachycardia (vt) on (B)(6) 2020. The patient received medicine for the vt and improved. An interrogation was performed with the subject orchestra plus programmer, but the episode corresponding to the delivered shock was not available. On (B)(6) 2020, an interrogation was performed with a smarttouch programmer and the episode was available.